Event description:
A tandem mobi cartridge alarm was reported by the caller, and it was confirmed that the alarm occurred during the load process. There was no adverse impact on the customer's blood glucose level. The caller was instructed by technical support to remove the cartridge from the pump and administer a 9-unit bolus, which completed successfully. After being unable to reload the original cartridge, the caller received assistance in loading a new cartridge following the proper technique, successfully resuming insulin therapy. The issue was resolved.